Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a por message on (B)(6) 2019 on the programmer and recharger. The patient was able to clear the por and charge the ins. The patient said they turned stimulation back on. The issue was resolved. No further complications were reported.